Event description:
It was reported that the patient's ambicor penile prosthesis would not fully inflate and did not become fully rigid. The physician determined that the device had fluid loss. A couple of months later, the device was replaced with an inflatable penile prosthesis with a 100ml reservoir, pump, and 24cmx12mm cylinders. The patient had no further complications.